Manufacturer narrative:
(B)(4). Batch # p91574. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colostomy procedure, the device got broken jaws after 1 hour of use and one part fell into the patient . The broken part was removed from the patient. Another device was use to complete the case. There was no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "the device got broken jaws after 1 hour?" The blade. Did the metal blade tip break off? The blade did break and was detached from the device. Or did the entire tissue pad completely fall off of the device? No the pad was ok. Or did only a piece of the tissue pad completely fall off (and some of the tissue pad remains on the device)? No the pad was ok.